Event description:
A customer called for assistance with her breeze2 meter. During the call it was discovered segments were missing from the display. The customer was not aware of the missing segments, but no adverse events were alleged. The meter is expected to be returned for evaluation and a new meter was sent to the customer.